Event description:
During an ankle arthroscopy and tendon transfer of ankle, the tourniquet machine alarmed and reported error-leak. There was an audible hissing sound coming from the cuff. On inspection it was noted that there was air leaking at the junction of the cuff and the hose that leads to the machine. There was also noted to be a drop in pressure from 250mm hg to 245mm hg. There was no noticeable increase in bleeding.